Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an attorney regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller's reason for call is to know how to get the medical records for the patient. They noted a manufacture representative (rep) was there for clinics and wanted to know if the manufacturing company kept the medical records for the patient. It was reviewed that medical records are not kept with the manufacturing company; the attorney was redirected to the healthcare provider's (hcp) office. Caller then said the patient was in a rear end car accident (not caused by the device/therapy) and believes the accident was what lead to ins replacement; the caller inquired where the ins is. As a result of what was reported, the attorney was redirected to the hcp's office. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the attorney alleged that the patient was in an accident and ¿it was knocked out of place¿. No additional information was provided regarding the accident. There were no further complications reported or anticipated.